Event description:
It was reported that during a gastric resection procedure, the instrument worked but the tissues have not been well stapled. The surgeon used a reinforcement of staple, seam guard type from gore. Another like device was used to complete the procedure. The surgeon after this event to not risk a complication (fistula or stenosis) to change the procedure for a bypass. The patient is fine. One device was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: on which firing did the event occur? At the second firing. Where on the stomach was device used? Was the procedure a sleeve gastrectomy for weight loss? It was a sleeve gastrectomy and the stapler was used close the lesser curvature at the level of the angulus area the following additional information was requested, but unavailable: on what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? Was the device fully articulated? Degree of articulation? Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? Has this any impact on the patient, the surgery or the healing process? Was the change to a bypass only caused by the difficulties with the device? Or were there other circumstances, patient conditions or surgeon¿s preferences that may have cause the additional time? What is the age and sex of the patient?

Manufacturer narrative:
(B)(4). Additional information requested and received: after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. Was the device fully articulated? Degree of articulation? Not fully, first degree. Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? Yes for a bypass the surgeon has cut the stomach at its upper part, cut a limb of jejunum, and performed two anastomosis: gastro-jejunostomy and jejuno-jejunostomy has this any impact on the patient, the surgery or the healing process? Yes because of the change of procedure. Was the change to a bypass only caused by the difficulties with the device? Or were there other circumstances, patient conditions or surgeon¿s preferences that may have cause the additional time? Yes only because of the lack of tissue it was not possible to repair with a new staple instead of this misfired. Also because there were too much risk of stenosis of the angulus which could lead to a fistula. What is the age and sex of the patient? Male and (B)(6).